Manufacturer narrative:
Age at time of event: approximately (B)(6) years old. (B)(4). Device evaluated by MFR.: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left brachiocephalic vein. Following stent deployment, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilation. The balloon was initially inflated at 5 atmospheres. However, during the second inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.